Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test and other alarms during the prime test due to a loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.